Event description:
Product device concern. B. Braun medical (1-800-227-2862) product item. "Onguard2 cstd bag adaptor ll with ultrasite a chemfort cstd product. Internal b braun reference number (B)(4). Unfortunately this product contains a spike for spiking into an IV bag, the plastic that the spike is made of is not hard enough and the sharpened point of the spike deforms and bends over when it is pushed into an IV bag (this can happen even with very reasonable force of pushing). I have seen a case when the bent point broke off into the IV bag (which we have caught on pharmacist check and disposed of without it reaching patient). I reported this incident to the manufacturer b braun as well during a conversation with a representative, however no changes to the product have been made to my knowledge. This unfortunately has the potential to lead to serious patient harm if it was not caught by a diligent pharmacist if a broken tip of the spike is loose in the IV bag (and could potentially be infused into a patient which would cause an embolus of plastic which would not dissolve and not easily visible on imaging). Hopefully this form has a spot to include a picture, I can show an example of a bent over spike tip inside the chemo bag. I also included a picture of a normal spike in the packaging before it is pushed into the bag for reference. When reviewing the pictures please look at the tip of the white spike inside the IV port which is curled over into a hook shape due to the plastic not being strong enough in the new formulation. This was not an issue in the onguard1 version of this product and likely needs to be redesigned for patient safety. I would like to note that this plastic I think is used in several items across the b braun onguard 2 system for making spikes, so if a change needs to be made, there may be other product reference number items that would need to be included (any of the lines with spikes made of this plastic).